Event description:
One patient sample with discrepant free t4 results when compared to another method. Initial result gave 24.6ng/ml; repeat gave 19.1 ng/dl. If additional information is received, appropriate notification will be provided.